Event description:
An acumed low prof clavicle plate, 8-hole lg left (part number 70-0288) was implanted into a patient on (B)(6) 2011. Approximately seven weeks later the patient experienced some pain when he punched a punching bag. This was then followed by some shoulder rolls at which time the plate allegedly pulled up and caused soft tissue irritation. A revision surgery occurred on (B)(6) 2011 to remove the plate at which point it was discovered that a locking screw was broken and the non-locking screws had backed out.

Manufacturer narrative:
Returned parts were visually examined under magnification. The returned plate ((B)(4); batch 217205) shows normal use marks in the locking holes and outer slots. The two slots central to the plate were not used. All returned screws were also examined under magnification and only one showed damage ((B)(4); batch 244208). This screw showed thread damage and the head of the screw was still in the plate and therefore it was possible to determine that the screw was canted. The breakage direction corresponded to the thread damage which indicates this was related to the incident and did not occur during insertion. The break surface is rough which is consistent with a single load failure event rather than a fatigue failure. All other screws showed no damage to the threads or the hex (some hex wear was noted as a result of implantation). No issues were identified during the manufacturing review or the physical examination of the returned product that would indicate a cause for this event. Only the broken screw indicated that this was a single loading event which is consistent with the event description where it states the patient was exercising with a punching bag and doing shoulder rolls. However, no other definitive conclusion can be determined with the available information. Related mdrs: 3025141-2011-00023 - (B)(4); 3025141-2011-00027 - (B)(4); 3025141-2011-00028 - (B)(4). Product was received for evaluation on (B)(4) 2011, at which point the specific part numbers and batch numbers were identified. Therefore follow-up reports were created for the above identified mdrs and the additional reports listed below were created. 3025141-2011-00029 - this report, 3025141-2011-00030, 3025141-2011-00031.